Event description:
In 2009, the pt reported that on approx three months prior, she began to experience elevated blood glucose and issues with her infusion sets. She stated " I had trouble with the tubing staying connected." She stated that the infusion tubing becomes disconnected from the adapter and at times she believes it is because she will "catch them on things." She stated that the infusion tubing and luer connection does not appear to be damaged and only becomes disconnected. She has experienced elevated blood glucose as a result. She was unable to recall specific blood glucose values and stated "they would be in the 400's for sure, or the meter just read high." She stated that she would change her infusion set and bolus through the infusion device but her blood would remain elevated. She changes the infusion tubing and site every 3 days. She stated that she does not change the adapter "often enough" but did not specify how often it is changed. She was advised to change the adapter with every 10th insulin cartridge change. She reported having the following health concerns, "sinuses, allergies, upper respiratory." The pt was sent complimentary adapters. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged infusion sets were discarded. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.